Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on event date. Consumer sought medical treatment 6 days after event date for redness and swelling at the piercing site. Consumer was admitted to the hosp and was administered IV antibiotics. Consumer was released 9 days after event date and was continued on oral antibiotics.